Event description:
It was reported bd nano ultra-fine pen needle was missing label information. The following information was provided by the initial reporter: "there is no expiration date on the box and the syringes have not been used, consumer wanted to donate them."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. Unknown, new jersey, USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specification a complaint lot history check was performed on the provided lot number for label information missing (expiration date). This is the 4th related complaint for said lot number. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.